Event description:
During repositioning of the lead, high lead impedance was observed. When the lead was disconnected and retested with excellent pacing and sensing thresholds, it was determined that the impedance anomaly was with the ICD.